Event description:
It was reported it was found the right groin of the patient was oozing blood. After inspection, the blue hub of the cvc was broken. Infusion of precedex continued and the cvc was replaced after. The nurse reported the guaze, tape and suture had no signs of moving. No patient harm was reported. The patient's condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, 3-lumen cvc for investigation. Visual inspection of the catheter revealed the medial extension line had separated from the juncture hub. The separation point was jagged. Remains of the extension line were seen molded to the juncture hub. The total length of the catheter body measured 323 mm which is within the specifications of 310 mm - 330 mm per catheter product drawing. The outer diameter of the medial lumen measured to be 2.21mm which is within specifications of 2.13mm - 2.21mm per product drawing. The inner diameter of the proximal lumen measured to be 1.4732 mm which is within the specifications of 1.42mm - 1.50mm per product drawing. This indicates that the wall thickness measured within specification. The IFU provided with this kit states the following: "prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection caps to the appropriate extension lines. Leave the distal extension line uncapped for guide wire passage." The distal and proximal lumens were each flushed with a lab inventory 5cc syringe. Both lumens operated as intended. Functional inspection could not be performed on the medial extension line due to the damage. A manual tug test confirmed the distal and proximal extension lines were secured to their respective luer hubs and the juncture hub. A manual tug test could not be performed on the medial extension line since the extension line was separated from the juncture hub. The manufacturing site was consulted. Per manufacturing, the observed damage is not consistent with a manufacturing defect. The rest of the extension line can be seen in the juncture hub, which indicates that it was molded correctly. The most probably cause for such an issue is that undue force was applied, which caused the breakage. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit states the following: "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. The reported complaint of an extension line/juncture hub separation was confirmed through complaint investigation. Visual inspection of the catheter revealed the medial extension line had separated from the juncture hub. The separation point was jagged and a portion of the extension line was observed in the juncture hub. Per manufacturing, the observed damage is not consistent with a manufacturing defect. The rest of the extension line can be seen in the juncture hub, which indicates that it was molded correctly. The most probably cause for such an issue is that undue force was applied to the extension line. Based on the sample returned and the comments from the manufacturing site, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section d.1.- brand name corrected to arrow cvc set: 3-lumen 7 fr x 30 cm section d.4.- catalog# corrected to cs-24703-e

Event description:
It was reported it was found the right groin of the patient was oozing blood. After inspection, the blue hub of the cvc was broken. Infusion of precedex continued and the cvc was replaced after. The nurse reported the guaze, tape and suture had no signs of moving. No patient harm was reported. The patient's condition is fine.